Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported ¿exchange due to patient¿s concerns with the product¿. Healthcare professional later reported capsular contracture baker grade iii. This record is for the right side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe, as it is not related to the device. Capsular contracture: unable to observe, as it is not related to the device. Additional observations: white calcification observed. On the surface of the shell. Creases were observed, wear abrasion was observed, deformation observed. No further actions are required. As no manufacturing issues are observed. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported, right side ¿exchange, due to patient¿s concerns with the product¿. Healthcare professional, later reported, capsular contracture, baker grade iii. Patient undergone capsulectomy. Device has been explanted and replaced.